Event description:
Boston scientific received information that this left ventricular (lv) lead had been exhibiting impedance measurements 600-635 ohms since implant six years ago. Recently, impedance was 900 ohms and one month later had increased to 1118 ohms with elevated threshold measurements. Sensing measurements are still within normal limits and isometrics did not produce any noise. No adverse patient effects have been reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the increased impedance and threshold measurements and stated it could be indicative of a lead fracture that is beginning to occur. The caller will discuss the clinical observations and options with this patient's physician. No other adverse events have been reported. This product issue will be updated if additional information is received.